Event description:
The tech alleged brake steer caster is not holding on the ground when the brake is set. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster to resolve the issue.